Manufacturer narrative:
Device not yet returned, investigation anticipated upon receipt.

Event description:
(B)(6) medical center (in (B)(6)) reported performing a cyclophotocoagulation (cpc) procedure with several iridex g-probes. The physician set the iridex slx laser console parameters to 1500 mw power and 1500ms duration and received burning effect on the patient's sclera. Even when the physician decreased the power to around 350 mw, the physician still observes a burning effect on the sclera.